Manufacturer narrative:
Visual inspection was carried out. The catheter pscc100 of lot 0012515346 was received without the guidewire. The array assembly not inverted but knotted on the guidewire lumen close to tip. The array pebax tube was kinked and twisted. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip, but partially detached from the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed a twisted configuration between electrodes #1 and #2, with a kink evident at the distal arm near electrode #1. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Continuity test was performed with multimeter for the returned catheter, the electrical continuity test passes for all electrodes and impedance are normal. Data from the catheter identification chip confirms usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported knotted and inverted array was not reproduced. The catheter failed the return product inspection due to twisted pebax tubing, kinked pebax tubing and the nitinol array wire partially dislodging from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter entangled and clumped together. It was noted that the catheter was knotted and inverted. There was resistance and the catheter could not be removed from the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.